Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A pump was used for irrigation of the sheath at a flow rate of 30 ml/hour. During the procedure air continued to be drawn despite multiple aspiration attempts made with 20cc syringe. This occurred when air removal was performed following with the exchange of the faradrive sheath and a non-boston scientific catheter. No air was seen in the patient. No leak was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A pump was used for irrigation of the sheath at a flow rate of 30 ml/hour. During the procedure air continued to be drawn despite multiple aspiration attempts made with 20cc syringe. This occurred when air removal was performed following with the exchange of the faradrive sheath and a non-boston scientific catheter. No air was seen in the patient. No leak was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.